Manufacturer narrative:
Valve not received yet.

Event description:
The manufacturer was notified on 29 february about a carbomedics top hat (aortic supra-annular heart valve prosthesis) explanted for unknown reason.

Manufacturer narrative:
The review of device history records confirmed that the prosthesis sn (B)(4) was conforming to all specifications, at the time of manufacture and release, including a function test of the valve in a hydrodynamic tester. The visual inspections performed on the returned valve confirmed the absence of manufacturing defects. The subject prosthesis was characterized by regular mechanical, kinematic and hydrodynamic behaviour as determined by means of hydrodynamic tests performed on the returned valve (result code and conclusion code). The presence on the sewing cuff of unremoved stitches is a possible indication of an issue related the sewing technique. For that reason we can consider this issue in the suture procedure as possible cause (FDA conclusion code).